Manufacturer narrative:
On (B)(6) 2016 10:37 am (gmt-5:00) added by (B)(6) ((B)(4)): the manufacturer received the device for evaluation. The device was forwarded to a supplier for further investigation and repair. This supplier investigation showed that the reported error message "error head" could be confirmed. Damage on the digital isolator ic1 (ild213) of the control board mc2 was found and it can be concluded that the digital isolator ic1 (ild213) was destroyed by "hotplug" of the device. "Hotplug" describes the disconnection of the drive, while the console is still turned on. According to the IFU [...] "Installing the rotaflow-drive [...] Switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. [...]" Therefore it can be concluded that the instructions were not followed correctly which led to the damage on the device, causing the error-message. System test performed according to service protocol. A supplemental report will be provided if additional information becomes available.

Event description:
(B)(4).

Manufacturer narrative:
November 18, 2015 02:54 pm (gmt-5:00) added by (B)(6): (B)(4). A supplemental medwatch will be submitted when additional information becomes available.

Event description:
It was reported that during setup on sprinter cart the error-message "head" was displayed. The pump was replaced before patient-use. (B)(4).